Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).

Event description:
On (B)(6) 2015, information was received from a consumer regarding a patient who was receiving unknown medication(s) via an implantable pump for spinal pain. The patient's medical history and concomitant medications were not provided. Infection symptoms were reported. The patient developed (B)(6) in (B)(6) 2014 ((B)(6)) post implant, which was confirmed, and they had to have their pump removed. She reportedly "almost died" and it was the worst experience of her life. The area of the infection was specified as their pocket. The specific infection symptoms were not specified. The patient also received intravenous antibiotics. She was also in the hospital for 9 days and was given medication by IV but didn't specify the medication. Additional information has been requested regarding medication information, history, diagnostics and if the (B)(6) was resolved, but it was not available at the time of this report. If additional information is received, a follow-up report will be submitted.